Event description:
The patient stated that "2.01" with three dashes was displayed on her infusion device. The power pack had been in use for 3 weeks. She stated she was aware the power pack issue had been resolved but she was unaware that she should discard all power packs affected by the recall. The patient was advised to only use the corrected power packs and to dispose of the power packs affected by the recall. The patient inserted a new power pack and her infusion device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.